Event description:
It was reported to boston scientific corporation that a captiflex standard oval snare was used during a colonoscopy procedure on (B)(6), 2009 (patient weight unknown). According to the complainant, the snare was unable to close and retract back into the sheath. No further information was available regarding how the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this report is a supplement to manufacturer report # 3005099803-2010-00363. Since the initial medwatch report was filed, the device has been evaluated.

Manufacturer narrative:
(B)(4): the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
An evaluation of the returned product found that the device could no longer retract due the detached cannula within the handle. The condition of the returned device was consistent with the complaint of failure to retract; the complaint was confirmed. The most probable root cause is improper assembly of the handle and handle cannula. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a captiflex standard oval snare was used during a colonoscopy procedure on (B)(6), 2009 (patient weight unknown). According to the complainant, the snare was unable to close and retract back into the sheath. No further information was available regarding how the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.